Manufacturer narrative:
Update to b4, g3, g6, h2, and h10 to reference related manufacturer report no: 2015691- 2021- 05875. Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021- 05875. The device was not available for return to edwards for evaluation. As no product was returned, no visual inspection, functional testing, or dimensional testing could be performed. Imagery was provided by the complaint site. No bent strut was observed during the initial valve deployment. One (1) strut bent inwardly at outflow during device removal. The guidewire/guidewire lumen appeared to be biased to one side, toward where the bent strut was located. The sapien 3 valve deployed within pre-existing bioprothesis valve, and frame fractured on the pre-existing bioprothesis. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. IFU for the commander delivery system, pulmonic and procedural training manual were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from november 2020 to october 2021 for the edwards sapien 3 thv (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, none were applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on provided imagery. No manufacturing non-conformance were identified. Review of the DHR, and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''in the process of trying to pull the delivery system balloon back out of the valve it was noted that the outflow of the s3 frame was bending inward due to being caught on the delivery balloon''. Per imagery review, one (1) strut was bent inwardly at outflow, and the position of the guidewire appeared to be biased to one side. It is possible that the user may have retrieved the system through a deployed valve in a non-coaxial orientation. As a result, the system interacted and caught on the valve apices leading to withdrawal difficulty and observed bent strut. Based on the given information, procedural factors (non-coaxial delivery system withdrawal through post-deployed valve) likely contributed to the reported event. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Cine images, pre-op CT images were returned and reviewed by an edwards proctor. Per the imaging review, the 26mm sapien 3 (s3) valve was deployed within the pre-existing surgical valve in the pulmonic position in a good position. The outflow of s3 valve appeared slightly under expanded. After balloon deflated, the delivery system (ds) appeared stuck within the s3 valve. The pigtail catheter was across valve with commander ds. Multiple injections were performed, however they were unable to identify the reason ds remained stuck. The bav catheter was seen across the valve. Multiple bav inflations of the s3 valve with the commander ds still across were performed. The commander ds was removed from the s3 valve. The full bav was performed, the s3 valve outflow appeared fully expanded. Some struts on outflow appeared bent. The pig-tail catheter was across the valve, angio showed no pvl. The 26mm s3 valve appeared to be function well. The impression: they were unable to determine why the commander ds was stuck within the 26mm s3 valve post deployment from images provided. However, may be due to wire bias and balloon material catching on valve frame strut. Multiple bavs with commander still across valve caught on strut may have contributed to the frame damage.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by filed clinician specialist, a 25mm surgical valve failed due to pulmonic insufficiency. A 26mm balloon was taken up and bvf was performed. The 26mm sapien 3 (s3) valve was prepped +1cc and advanced without difficulty. The valve was deployed in good position. In the process of trying to pull the delivery system balloon back out of the valve it was noted that the outflow of the s3 frame was bending inward due to being caught on the delivery balloon. The system was readvanced distally, rotated, and tried to remove again unsuccessfully. The decision was made to reinflate the delivery balloon, unfortunately the balloon ruptured due to making contact to the point of the s3 outflow frame. The delivery system was tried to be removed again but it was still stuck. A second site of venous access was obtained in the lfv to advance a second balloon to help free the delivery system from the valve. The balloon was advanced across the s3 and inflated multiple times before the commander delivery system could be removed leaving the s3 outflow frame bent still. The delivery system would not come completely back into the sheath. The nose cone was still outside of the sheath. The delivery system and 14 esheath were removed through the right groin and a new percutaneous vascular closure device and figure-of-eight suture was placed in the rfv. There was no report of patient injury or any other required intervention. The balloon was noted to have a circumferential tear. Upon assessing the s3 valve no insufficiency was noted and a peak-to-peak gradient of 13mm was taken. The decision was to leave the valve alone due to the concern of a second 25-26mm balloon rupturing on the stent frame and being in the same position again.